Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced high blood glucose event while using infusion set cannula on (B)(6) 2024. The blood glucose at the time if event was 26 mmol/l and current blood glucose value was 10.4 mmol/l. Emergency medical services (ems) was dispatched for patient and patient was admitted for high blood glucose to hospital on (B)(6) 2024. The patient was feeling pain and was sick and vomiting at the time of hospitalization. Patient was admitted in hospital for two days and was treated with multiple daily injection (mdi). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).